Event description:
Additional information received reported that no testing was done on the device and no issues were found. The patient was given toradol. It was indicated the patient was ¿stable¿ at discharge.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3093-28, lot # j0301146v, implanted: (B)(6) 2003, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient slipped and fell directly on her implantable neurostimulator (ins) and the ins was "mis-firing." The reporter indicated that the patient had a shocking or jolting sensation since the fall. It was noted that the patient's device was turned off, but it did not resolve the issue, and the patient could still feel a shocking sensation. The patient was seen in the emergency room and the physician wanted to have the ins explanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).